Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation as they sent the devices to a 3rd party biomed. The root cause of this failure was not identified. Customer sent the products to a 3rd party biomed for investigational purposes.

Event description:
It was reported that the device had a hot/burnt smell and began to smoke. The device was immediately disconnected from the patient and sequestered.